Event description:
It was reported that the non-sustained ventricular oversensing episodes were observed remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited the intermittent loss of ventricular capture. No patient symptom was reported. The patient presented in the routine follow up and no further issue was found.